Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had a revision due to lead migration. Troubleshooting with reprogramming had been attempted twice with no improvement in symptoms. The entire device was removed and replaced. There were no patient complications.